Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a crack in a custom tubing pack. The location of the issue was identified at the y-connector. When it was returned, they tried to run it on a bio console for troubleshooting. They noticed a small leak in a y-connector at the filter outflow. Further inspection revealed a crack in the connector. The use of the device was unspecified. There was no patient involved. Medtronic received additional information that there was a flow issue and this circuit came from one of three lots:228430966,229082854,229082855.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a crack in the threads of the lure cap connection on the "y" fitting. Note: the customer has provided evidence of the leak. Pressure integrity testing was performed at 0.5 lpm with 23 psi, (1189 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed from the luer cap connection. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that device had patient involvement, but the treatment was aborted. Perfusion flow dropped and increase in pressure in system after both balloons inflated. As flow could not be re-established, the procedure was stopped. The leak did not appear in multiple packs, and there was no reported visible air in the system or tubing. There was evidence of low flow noted during use. Complaint event reported low flow, and delcath confirmed a leak at the y-connector on the filter outflow lines. There was no patient impact, another treatment was subsequently scheduled and was performed successfully. Additional info h6: updated the fdp and the annex f codes additional info e1: added in the initial reporter details additional info e3: updated the occupation details medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.